Event description:
It was reported that this right atrial (ra) lead was dislodged. In addition, during the pre-operative check, an increase in impedance and a noise episode were noted. Additional information received indicates that there was no dislodgement was reported, the reported issue is the lead conductor fracture. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. The "cause traced to device design" conclusion code was selected based on the direct observation of a fractured lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead was dislodged. In addition, during the pre-operative check, an increase in impedance and a noise episode were noted. Additional information received indicates that there was no dislodgement was reported, the reported issue is the lead conductor fracture. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.